Manufacturer narrative:
This complaint has been captured under (B)(4). Once investigation is complete a supplemental/final report will be submitted.

Event description:
It was reported that during surgery the device was not properly meshing. No harm or extension in procedure were noted to have occurred. No additional adverse events were reported as it relates to this event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the cutter was replaced and resolved the reported issue. A definitive root cause cannot be determined. . The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.